Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 76-year-old female with cardiogenic shock secondary to cardiomyopathy and renal insufficiency. An impella cp was implanted for hemodynamic support. Hemolysis was noted during support after device repositioning, confirmed by tinged urine. Imaging verified appropriate pump position. The impella cp was removed, and support was escalated to impella 5.5.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemolysis / mechanical interaction with blood: the cause of the hemolysis issue was most likely related to improper positioning of the device, based on data log review. Updated clinical rationale. The patient is a 76-year-old female with cardiogenic shock secondary to cardiomyopathy and renal insufficiency. An impella cp was implanted for hemodynamic support. Hemolysis was noted during support after device repositioning, confirmed by tinged urine. Imaging verified appropriate pump position. The impella cp was removed, and support was escalated to impella 5.5. Hemolysis is a known potential adverse event described in the device instructions for use (IFU).